Event description:
It was reported that the user, after a period off therapy and while attempting to reconnect to the ilet system, experienced an ¿unable to proceed¿ error during fill tubing that was consistent with a complete blockage associated with the tube component; the user performed a successful dry run and planned to proceed once the sensor warm-up completed and weight was entered. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during setup in conjunction with a device blockage localized to the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.